Event description:
It was reported that cgm displayed error message 42 while sensor was used with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and after reset error did not recur and sensor session was successfully started.